Event description:
During the procedure, after seating the screw, the surgeon gave a little tug on the suture and the screw broke in half. Part of the screw came out with the suture and part remained in the bone. It was reported that there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned to medtronic. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. The device was not returned for evaluation, therefore product analysis could not be performed. Although the exact root cause of the complaint could not be determined, the most probable/likely root cause of the issue may be related with device usability - customer misuse/mishandling and/or customer technique used. The bone screw can fracture in both tensional and torsional manner if an overload condition is presented by the operator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.